Manufacturer narrative:
No moisture-unit received with critical pump error, problem isolated to electronic assemblies. Unit received with cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was damaged. The customer's blood glucose level was 7.9 mmol/l. The customer reported that there was a crack on the side of the battery and also on the display. The insulin pump was damaged in case. The insulin pump will be returned for analysis.